Manufacturer narrative:
The impella cp and the automatic impella controller logs were returned to the manufacturer for evaluation. Data logs were reviewed and confirm the clinical account. The pump, white cable, and purge cassette were returned in good condition. The 14fr oscor introducer was not returned for review. The pump ran well with appropriate rpms and flow rates. The repositioning sheath was examined and there were no tears or defects found. Per company medical personnel, although it cannot be definitively determined the bleeding may have been due to the 14fr peel away oscor sheath being left in place for 24 hours and the vessel had stretched out at the arteriotomy and therefore did not have enough rebound left when the smaller diameter repositioning unit was inserted. This can lead to leakage into the subcutaneous tissue in the patient's leg. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient with a history of (B)(6), hypertension, coronary artery disease (cad), chronic obstructive pulmonary disease (copd) and gastroesophageal reflux disease (gerd) presented to the emergency room with chest pain and shortness of breath. On the morning of (B)(6) 2017 while patient was in the ccl, the patient coded and an impella cp was placed. The patient was then removed to the operating room (or) for an emergent coronary artery bypass graft procedure in which three grafts were placed. The peel-away sheath was left in place by the intervention cardiologist, despite recommendations from the abiomed representative to remove it. Several tries to remove the patient from the bypass, with the impella at a low setting were attempted, but the patient continued to decompensate. The impella cp was left in place in the patient while attempting to wean the patient from the cpb. The patient was eventually removed from cpb. Multiple blood products (prbc's, ffp, cryo) were administered to the patient in the or. The patient was also coagulopathic from liver cirrhosis. Heparin was not added to the purge as the patient was still bleeding and blood products were continued to be administered. The nurse noticed that the patient's right leg with the peel-away sheath still in place was absent of pulses and was cold to the touch. On (B)(6) 2017 the patient's right impella leg was mottled, and had no pulses. The physician removed the peel-away sheath, and the repositioning sheath was placed without issue. Following removal of the peel-away sheath, pulses returned to the patient's foot and his leg turned pink, in addition an observation of a hematoma was made. The impella site was reported to be soft with no active bleeding. On (B)(6) 2017 worsening bleeding into subcutaneous tissue to the impella site that extended to mid-thigh. The right leg was found to be tight and mottled with fluid filled blisters and labs drawn were indicative of rhabdomyolysis. The patient was transfused with 3 units of prbc's and given platelets. The patient continued to be supported by the impella cp until it was removed on (B)(6) 2017. At that time it was reported that the patient was in stable condition.